Manufacturer narrative:
The root cause were identified for the multiple communication errors: occurrence of a residual bug (design deficiency). The laser had not been turned off before calibration (user not following instructions).

Manufacturer narrative:
Two root causes were identified for the multiple communication errors: the setting time of the mxttout parameter had been exceeded. The laser had not been turned off before calibration. The event described is suspected to be a compound effect of the initial crash and leaving the laser probe on after the communication failure.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during surgery, there was a software shut down and multiple error messages displayed by the device during the laser registration phase. Surgeon then decided to use another registration method, with bone fiducials, which was completed with no issues. It was reported a delay over 30 minutes.